Event description:
It was reported that a dissection occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was advanced and deployed for treatment. However, when the stent was deployed at 11 atmospheres, the stent was noted to be damaged, and after the stent was post-dilated, an edge type b dissection was noticed. Another stent was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported.